Manufacturer narrative:
Received 1 broken tip for investigation. From tip is approximately 4.5mm missing. No smooth breakage, melted, breakage due to thermal influences. Misuse. Nothing unusual to report was found during DHR review.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event a customer reported that an eddy irrigation tip broke during treatment. The broken pieces were retrieved, the tooth filled, and treatment completed.